Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.0/+4.5/068 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Conclusion: per dfu for this lens model, vticmos are contraindicated for patients under the age of 21 years old. This patient was under 21 at the time of implantation. (B)(4).